Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #:(B)(6), ubd: , UDI#: 00763000395902 ; product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#:(B)(4) product analysis: console (s.no: c2250065) unable to confirm the reported fault. Imdrf codes: img g02030, fdd a0908, fdr c19, fdc d14 fdm b01 product analysis: patient interface (s.no: p2214795) unable to confirm the reported fault. No fault found imdrf codes: img g02005, fdd a0908, fdr c19, fdc d14 fdm b01 product analysis: patient interface (s.no: p2215109) unable to confirm the reported fault. No fault found imdrf codes: img g02005, fdd a0908, fdr c19, fdc d14 <(>&<)> fdm b01 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim device shows intermittent display. It was further stated stim return, located under the stimulus setting on the monitor shows "0" which would indicate that no current was being delivered. Intermittent issue was random only unit still in operation. It does not happen all the time. This was only during preparation. Not shown when using with patient. Ther was no patient impact.